Event description:
On (B)(6) 2020, this patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses featuring c3® deployment system. The trunk-ipsilateral leg component was deployed just distal to the left renal artery. When the physician was preparing to deploy the ipsilateral leg in the right common iliac artery, it was noted that the distal part of the ipsilateral leg would land approximately 3cm past the ostium of the right external iliac artery. Therefore, the ipsilateral leg was pushed proximally and then deployed. Angiography revealed that the trunk-ipsilateral leg component had moved distally about 1cm. Moreover, the right internal iliac artery was now partially covered by the distal part of the ipsilateral leg component. To resolve this, the ipsilateral leg component was pushed up using a sheath and balloon. The right internal iliac artery was still slightly covered by the distal part of the ipsilateral leg component, but perfusion into the right internal iliac artery was confirmed. The physician commented that the number of angiography was limited since the patient¿s renal function was poor. Because of this, the appropriate position of the trunk-ipsilateral leg component was not carefully confirmed. The physician stated that a rlt231416j should have been used rather than the rlt231418j.